Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic endoscopic radical resection of rectal cancer, while preparing for rectal amputation, the device could not be fired. The surgeon was able to press the green button but was unable to squeeze the handle. Another reload was used to complete the case. There was no patient injury.